Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. At the time of this report, there are unknown details regarding patient injury and further information has been requested.

Event description:
The customer requested the audit log for review due to a patient code. The device was in use monitoring patients.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse pulled information for the patient requested, and found that the alarm had occurred and had been silenced by the pic ix administrator before the patient code. There was no product malfunction; the alarm did occur and the user had silenced the alarm. No parts were ordered and no repair was warranted. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.